Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident and customer¿s current blood glucose is 56 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer report customer did not allege pump was over delivering. The customer did not provide details regarding symptoms and treatment of low blood glucose. The insulin pump will not be returned for analysis.